Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Adequate medical documentation and imaging studies were available for this review. Cautionary product use conditions that might have contributed to this event included: multiple patent lumbar arteries. Patient factors that might have contributed to this event included the use of antiplatelet therapy and its effect on therapeutic thrombus development. At implant, there was evidence to support a persistent type ib endoleak from the right common iliac artery (gutter due to snorkel). There was also a transient blushing seen at the left lateral distal aorta, near the superior margin of the limb extension, however, this was no longer seen on the final angiogram images. There was also evidence to support a complication of an ischemic bowel which was managed medically with antibiotics, additional invasive examinations, parental nutrition and antibiotics. The patient was discharged home on the (B)(6) post-operative day with antiplatelet therapy. At eight months post implant, there was evidence to support: a type ii endoleak from a left mid body lumbar; partial stent collapse 2.3 cm above the bifurcation; type iiib endoleak verse fabric billowing at the bifurcation. There was evidence of sac growth and the centerline diameter of the contrast pool was 30 x 28 mm. The previous gutter leak was no longer present, with a reduction of the right common iliac artery diameter. Fifteen months post implant, there was evidence to support: progressive stent collapse and a type iiib endoleak at the bifurcation, near the superior margin of the hypogastric snorkel associated with aortic and right iliac sac growth and lateral movement (reduction of proximal overlap). Twenty-one months post implant, there was evidence of progressive sac growth of the aortic and right iliac sac associated with a larger volume posterior type iiib endoleak, which appeared to be more centric than near the right hypogastric snorkel as observed on the prior study. To date, this patient has not undergone a secondary procedure to correct the leak. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is likely due to the use of bilateral hypogastric snorkels and a non endologix stent at implant, and bilateral iliac artery diameters greater than 2.3 cm. Also, cautionary product use conditions that might have contributed to this event included: multiple patent lumbar arteries. Patient factors that might have contributed to this event included the use of antiplatelet therapy and its effect on therapeutic thrombus development.

Event description:
It was reported that approximately 21 months post implant of a bifurcated device, an infrarenal aortic extension and four limb extensions, the patient was seen routinely for follow up. A computed tomography (CT) scan was performed which indicated the patient had an endoleak above the bifurcation and the aneurysm sac is increasing in size. The patient currently does not have any symptoms. The physician is looking for guidance on available treatment options. The patient is currently doing ok.